Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high impedance, low sensing and high thresholds. The lead was explanted and replaced. No patient symptoms were reported.